Manufacturer narrative:
Additional information: section b.3, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device will not be returned to the company for analysis. A review of the device history record was completed and no anomalies were noted. The recipient was successfully activated and will be followed per center protocol. No futher details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues, despite device testing within normal limits. Revision surgery has been scheduled.